Event description:
Customer reported erroneous test results for hemoglobin and hematocrit for a specific patient sample when using the coulter lh 500 hematology analyzer. The test results were determined to be erroneous when compared to reruns performed the next day, and results obtained with a redrawn specimen. The erroneous test results were reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
The sample was drawn in a pediatric tube/finger stick. Previously-run patient samples were rerun to confirm accurate back to the last acceptable control run. The unit was performing within quality control specifications. Controls were run before and after the incident and recovered within range. On (B)(4) 2008, the field service engineer (fse) replaced the tubing for the two aspiration pumps. The fse performed reproducibility and verified instrument performance. Based on the available information, the root cause for erroneous results can be attributed to an inadequately mixed sample. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.